Event description:
A valiant captivia thoracic stent graft system was inserted into a pt for the endovascular treatment of a thoracic aortic aneurysm. The vessels had excessive tortuosity and mild calcification. It was reported that during the advancement of the valiant captivia delivery system, the proximal tip became damaged from a previously-deployed stent graft strut; consequently, the device was unable to advance through the aortic arch. The physician elected to complete the procedure by deploying a valiant captivia 36x36 stent graft distally and then a valiant captivia 46x46 stent graft proximally. No clinical sequelae were reported, and the pt is fine. The device has been received by medtronic, and the analysis has been completed. The stent graft was still loaded in place. The taper tip was seated flush with the graft cover. There were no kinks on the sheath. The blue slider handle was in the home position. The release recapture handle was in the lock position. The flushing side-port extension was intact and connected in place. The edge of the taper tip appeared damaged and frayed. The complaint was confirmed. The tip sustained fraying damage. The damage most likely caused by rubbing and pushing against the previously-deployed stent graft strut as reported. No manufacturing issues were identified as possible contributors to this event.

Manufacturer narrative:
(B)(4). Results: (excessive vessel tortuosity), (proximal tip became damaged from a previously-deployed stent graft strut), (previously-deployed stent graft). Conclusion: (excessive vessel tortuosity), (proximal tip became damaged from a previously-deployed stent graft strut).